Event description:
It was reported by the rep that the (1) tx60 b was used during a small bowel resection and left hemi procedure. It was reported two chief residents scrubbed in the case along with another surgeon. The resident reported that she fired the device to top off a side-to-side anastomosis and the staple line looked intact. Approx 30 mins later, she went back to check the staple line and noticed bubbles along the staple line. It was reported that upon examination the staple line "feel apart". The resident oversewed (hand-sutured) the anastomosis to complete the case. There was no consequence to the pt.